Event description:
Additional information received from the health care provider (hcp) reported that they were unsure of the cause of the therapy not working and poor communication. The troubleshooting performed related to the therapy not working and poor communication was that multiple programing changes were done in the past. The action taken to resolve the therapy not working and poor communication was that the patient was scheduled for explant surgery, but cancelled. The patient entered hospice care and no further treatment was needed.

Event description:
The health care provider (hcp) reported that the patient's therapy was not working. The MRI facility had a clinician programmer and tried to turn the implantable neurostimulator (ins) off, but it didn't work. The patient didn't have their own programmer. The clinician programmer didn't work with the ins and they didn't think the ins was functioning. The MRI facility wanted to know if they needed a new clinician programmer or if a manufacturer representative could come out and interrogate the device. The patient was obtunded, hospitalized and MRI is for seizures and the hcp did not believe the scan or hospitalization was related to device at all. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.